Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Transesophageal echocardiogram (tee) identified a thrombus attached to the threaded insert of the closure device immediately following release. An unsuccessful attempt was made to aspirate the thrombus. Additional heparin was administered, and the thrombus decreased in size over the course of fifteen (15) minutes. The patient remained hospitalized overnight on intravenous heparin. One day post index procedure the thrombus was observed to have continued to decrease in size. The patient was instructed to resume anticoagulant medication and was discharged.